Manufacturer narrative:
Evaluation of unopened returned complaint sample(s) were found to met specification for all testing performed. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. (B) (4)

Event description:
Eye care professional reported a pt experienced keratitis, left eye, which resolved with product removal. Additional info was received from the eye care professional on 01/15/2010 with updated diagnosis to include mild uveitis, left eye. Treatment consisted of e-mycin, pred forte, and vigamox. Event resolved with no reduction in visual acuity and contact lens wear has resumed.